Event description:
It was reported that pump displayed malfunction code malf 0 with fault ID 0x2152 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with performing pump reset, did not experience recurrence of malfunction code after reset, was advised to continue using pump and to call back if malfunction recurred, and confirmed understanding of these instructions.